Event description:
The customer reported an incompatible operating system issue with the abbott diabetes care (adc) device when used with an oppo cph 385 running android operating system version 14 with software version 3.6.4.34771. As a result, the customer was unable to receive glucose alarms and subsequently experienced a loss of consciousness. The hcp provided treatment of dextrose, ranja, coffee, and sugar for the diagnosis of hypoglycemia. There were no reports of death or permanent impairment associated with this incident.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Review of customer complaint was performed and tsg does not require for sensor to be returned due to issue being related to a software complaint, therefore no further investigation will be performed physically. According to investigation performed issue will be closed to not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an incompatible operating system issue with the abbott diabetes care (adc) device when used with an oppo cph 385 running android operating system version 14. As a result, the customer was unable to receive glucose alarms and subsequently experienced a loss of consciousness. The hcp provided treatment of dextrose, ranja, coffee, and sugar for the diagnosis of hypoglycemia. There were no reports of death or permanent impairment associated with this incident.

Manufacturer narrative:
The user reported missing glucose alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an incompatible operating system issue with the abbott diabetes care (adc) device when used with an oppo cph 385 running android operating system version 14 with software version 3.6.4.34771. As a result, the customer was unable to receive glucose alarms and subsequently experienced a loss of consciousness. The hcp provided treatment of dextrose, ranja, coffee, and sugar for the diagnosis of hypoglycemia. There were no reports of death or permanent impairment associated with this incident.